Manufacturer narrative:
The customer reported that they will not return part/unit for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that 3100a ventilator was having an issue, the inspiratory time display number fluctuates or jumps while connected to a patient. Furthermore, there was no patient harm associated with the reported event.